Manufacturer narrative:
A product sample was received for evaluation. Both seals were intact. Top and bottom cases were in good condition. There was visible contamination. The error history log (ehl) was reviewed and there was nothing in ehl pertaining to customer related issue. The device was powered up and motor drive and occlusion operation were performed. Calibration verification and accuracy test were performed. The pump was noisy when using infusion rate 300 ml / hr. And 944 ml/hr. The reported issue of the device not infusing correctly could not be duplicated. The root cause of the reported issue was found to be a lack of grease on plunger tube and on worm coupling cavity. The root cause of the reported infusion issue could not determined. The device performed as intended. Actions were taken to correct the reported problem: plunger tube, worm coupling gear and worm coupling cavity were re-greased. Preventative maintenance was performed and device software was updated to v1.6.4. The product's history records were reviewed and there were no service issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the device was making a loud clicking noise and sometimes not infusing correctly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.